Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date, following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set or other failure associated with the supply change, resulting in insufficient insulin delivery.

Event description:
On 8/16/24 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 8/16/24. The user reported persistent high bg levels over 400 mg/dl since 8 pm the previous night. The user experienced vomiting and high ketone levels but did not have a ketone action plan. Despite guidance to contact ems, the user's mother transported them to the ER. Upon arrival at 4 am, the user's bg was 473 mg/dl, and they were diagnosed with minor dka. The user received 2 liters of fluids and 5 units of fast-acting insulin at the hospital. Their bg improved to 135 mg/dl by 11 am, and they were discharged from the ER. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. They agreed to try the convatec contact detach (23", 6mm) steel cannula infusion set with their next supply change.